Event description:
On at least six different occasions, he has seen problems with the stylet packed with this lead. The "j" is so tight, that it causes the lead to be pulled back into the svc (superior vena cava) rather than advancing into the lead.